Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received higher sensor scan results when compared to readings obtained on a competitor brand meter and reported experiencing a loss of consciousness. Paramedics arrived on scene and customer was transported to a hospital and diagnosed with hypoglycemia. Customer could not recall what, if any, treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.